Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a20089, model/catalog description: scs 70cm iii lead 8 contact lead. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 138240, model/catalog description: scs 70cm iii lead 8 contact lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.